Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were in intensive care unit on (B)(6) 2020 due to hyperglycemia leading to diabetic ketoacidosis with blood glucose of more than 900 mg/dl. The customer's other blood glucose level was 435 mg/dl. The customer was treated intravenously. Customer was unable to complete care link upload. The customer also reported that the insulin pump had cosmetic damage. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and minor scratched liquid-crystal display window.